Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons unraveling during removal, retained- vagina [foreign body in reproductive tract]. Tampons are unraveling when I go to remove them [complication of device removal]. Tampons are unraveling [device breakage]. Case description: consumer reported via email that the tampons were unraveling when her friends removed them. No serious injury was reported.